Event description:
New information received indicated that the device was explanted and replaced on (B)(6)2019. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up on (B)(6) 2017 and the battery was noted to be 3.6-4.2 years. On (B)(6) 2019, the patient presented the hospital for the device check and the follow-up was performed which revealed that the device had reached the elective replacement indicator on (B)(6) 2018, and end of life on (B)(6) 2018. No intervention was reported. The patient was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2019-13065, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.